Event description:
It was reported that this brady lead was not successfully implanted due to an unknown product performance anomaly. A new lead was successfully implanted. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this lead was thoroughly inspected and analyzed. The known inherent risk conclusion code was selected based on the field report of non-specific product performance issue and the observation of a deformed helix tip. Helix tips which are deformed to the point of inhibiting extension/retraction of the helix are a known risk for active fixation leads.

Event description:
It was reported that this brady lead was not successfully implanted due to an unknown product performance anomaly. A new lead was successfully implanted. No adverse patient effects were reported.